Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, lot/serial #: unknown h2) additional information from the site stated that they changed out the solid state drive (ssd) and they were still getting a white text on the screen. Technical service had the manufacturer representative unplug everything connected (mouse, bob, ect) because the white text mentioned something about the universal serial bus (usb). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c13, and d02 are applicable. The 9735786 computer, lot 2103g00071 was returned for analysis. No failures were found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9736411, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while prepping for a case, the system would boot into a black screen with scrolling white text. No specific errors were seen on the screen. The site had previously rebooted the system three times before calling. Technical services (ts) had the site reboot another time, giving a full minute between booting back up again. There was no patient involvement.

Manufacturer narrative:
H3: analysis was performed for product: 9736411, lot number: s6psnu0x104050z. It was reported that there were no issues found with t he solid state drive (ssd). It was booted and logged into five times without any problems. A previously installed application was tested and functioned normally without any failures. S.m.a.r.t. Data and the self-test reported no errors. The drive operated as expected with no signs of malfunction. Already reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.